Manufacturer narrative:
A correlation between the device and the reported embolic stroke could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device is 85 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the hospital on (B)(6) 2017 with an altered mental status. On admission, the patient¿s inr was 3.4. A computed tomography angiography (cta) revealed an acute left middle cerebral artery infarction. The patient was taken to interventional radiology that evening for a thrombectomy but only got about 50 percent reperfusion. Prior to the event, the patient was at home on aspirin and persantine with a higher inr goal. On (B)(6) 2017, it was reported that the patient had right side hemiparesis and was nonverbal. The customer was trending the patient¿s lactate dehydrogenase, which decreased to 500¿s u/l after hospital admission. On (B)(6) 2017, it was reported that the patient was discharged to the inpatient rehabilitation facility for continued physical, occupational and speech therapy for expressive aphasia, as well as flaccid right upper and left extremities. The patient was placed on g tube feeding due to difficulties in swallowing. No additional information was provided.